Event description:
It was reported that the right atrial lead had high thresholds and was dislodged. The lead was explanted and replaced. It was also reported that due to the high atrial thresholds, the device had short battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.